Event description:
A customer reported obtaining unexpected negative reactions on the antibody identification assay on galileo echo m00300.

Manufacturer narrative:
A review of the color check images showed that plasma was not pipetted into some of the test wells and others contained bubbles. Customers were made aware of technical communication (B)(4) regarding liquid level detection and that the presence of bubbles may cause the sample to be pipetted incorrectly leading to unexpected negative interpretations. The instrument is operating as expected.